Manufacturer narrative:
Date explanted: not applicable, as the iol remains implanted. Device evaluated by MFR: other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as device serial number was not provided. (B)(4). Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported an intraocular lens (iol) was implanted into the patient's ocular dexter (right eye). At 3-months post-operative (op) dilated exam noted one haptic in sulcus and the other in bag. Patient has ocular hypertension (htn), is on latanoprost, has minimal iris transillumination , and has good visual acuity (va). Through follow-up, additional information was received stating patient vision 20/25, no pseudophacodonesis, and no corneal edema. Patient has some mild transillumination defects of the iris overlying the haptic that is in the sulcus, but no hyphema, pain, or irregular pupil. Patient was on latanoprost for glaucoma prior to cataract surgery and her iop remains stable on it. Doctor notes that her optic nerve has a good rim (no thinning or notching). Medical affairs discussed with the doctor the benefits and risks of secondary surgical intervention to place the haptic in the bag versus medical management of iop with observation. Doctor also mentioned the idea of using pilo to minimize iris movement/chaffing. The risks of observation and medical management (ugh or erosion of the haptic through the iris) and secondary surgical intervention (zonular dialysis, vitreous loss) were discussed. After the discussion, medical affairs encouraged the doctor to use his clinical judgment and knowledge of the patient to continue management. No further information is available.